Manufacturer narrative:
Company comment: the serious event of vascular occlusion and the non-serious events of swelling, bruising, discolouration and pallor at implant site and poor peripheral circulation were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The likely root cause includes intravascular filler injection leading to vascular occlusion and its manifestations. Potential contributory factor includes injection technique. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2024 by a nurse concerning a 24-year-old female patient. The patient had no known medical history or allergies. She was not taking any concomitant medications. The patient had previously received treatment with unspecified filler once. On 13-may-2024, the patient received treatment with 0.30 ml of restylane kysse (lot 21759-1), 0.15 ml each to left and right upper lip using 30g needle by a registered nurse for more volume. The hcp first injected the left upper lip and then started injecting the right upper lip with linear threads technique. While injecting the right upper lip, on visual examination by the hcp, the lip appeared dusky (implant site discolouration) and there was a delayed capillary refill (poor peripheral circulation) of more than 3 seconds. She immediately experienced pallor (implant site pallor). On the same day (13-may-2024), hcp started a hyalase [hyaluronidase] protocol as below: at 16:35, the patient received the first round of hyalase with 500 units diluted with 1 ml of saline [sodium chloride] and 1 ml of lidocaine [lidocaine]. At 16:55, the patient received the second round of hyalase with 500 units. At 17:15, the patient received third round of hyalase with 500 units. At 17:30, the patient received fourth round of hyalase with 500 units diluted with 1 ml of saline. After the 4th round of treatment, the patient was distressed and was concerned about the hyalase and visual appearance. The patient was reassured by hcp that they need to continue to restore blood flow and remove the vascular occlusion (vascular occlusion) with mild intensity. The patient was informed that other than swelling (implant site swelling) and bruising (implant site bruising) there would be no long-lasting effects. The patient was put under led light treatment, given half-hour break and reassurance were given. At 18:05, the patient received fifth round of hyalase with 500 units. At 18:20, the patient received sixth round of hyalase with 500 units. Later, a third vial of hyalase was diluted with 1 ml of saline and 1 ml of lidocaine. Before seventh round of haylase was given, the capillary refill slowly started to improve. After discussion, seventh and final round of hyalase with 500 units was performed at 19:00. Then the patient waited for 15 minutes, and capillary refill improved to less than 3 seconds, and she was given hirudoid [mucopolysaccharide polysulfuric acid ester] cream to apply at home. On the night of 13-may-2024, the patient was contacted by the hcp and advised to return if there were any complications. On the morning of (B)(6) 2024, the patient was contacted by the hcp, and the patient sent pictures. Her lips looked okay, they were bruised and swollen. There was no obvious pallor. On the same day, at 11:30, the patient was reviewed at the clinic. The capillary refill appeared brisk in all areas with less than 3 seconds. The patient was again treated with led for 30 minutes and advised to continue hirudoid cream. The patient was offered ongoing led treatments until bruising and swelling resolved. On (B)(6) 2024, at 10 a.m., the patient was scheduled for a follow-up appointment to review the progress of the lip. The reporter assessed the causality between the treatment and the event of vascular occlusion as not assessable. Outcome at the time of the report: dusky was recovering/resolving. Delayed capillary refill was recovered/resolved. Vascular occlusion was recovered/resolved. Swelling was recovering/resolving. Bruising was recovering/resolving. Pallor was recovered/resolved. Tracking list: v.0 initial v.1 fu received on (B)(6) 2024 from the same reporter: patient demographics, suspect device lot number, needle type, injection technique, verbatim, severity and reporter causality of event vascular occlusion were updated.

Manufacturer narrative:
Company comment: the serious event of vascular occlusion and the non-serious events of swelling, bruising, discolouration and pallor at implant site and poor peripheral circulation were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The likely root cause includes intravascular filler injection leading to vascular occlusion and its manifestations. Potential contributory factor includes injection technique. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 14-may-2024 by a nurse concerning a 23-year-old female patient. No information about medical history, concomitant medication or history of allergies has been provided. The patient had previously received treatment with unspecified filler once. On 13-may-2024, the patient received treatment with 0.30 ml of restylane kysse, 0.15 ml each to left and right upper lip (unknown lot number and needle type) by a registered nurse. The hcp first injected the left upper lip and then started injecting the right upper lip with linear retrograde fan technique. While injecting the right upper lip, on visual examination by the hcp, the lip appeared dusky (implant site discolouration) and there was a delayed capillary refill (poor peripheral circulation) of more than 3 seconds. On the same day (13-may-2024), hcp started a hyalase [hyaluronidase] protocol as below: at 16:35, the patient received the first round of hyalase with 500 units diluted with 1 ml of saline [sodium chloride] and 1 ml of lidocaine [lidocaine]. At 16:55, the patient received the second round of hyalase with 500 units. At 17:15, the patient received third round of hyalase with 500 units. At 17:30, the patient received fourth round of hyalase with 500 units diluted with 1 ml of saline. After the 4th round of treatment, the patient was distressed and was concerned about the hyalase and visual appearance. The patient was reassured by hcp that they need to continue to restore blood flow and remove occlusion (vascular occlusion). The patient was informed that other than swelling (implant site swelling) and bruising (implant site bruising) there would be no long-lasting effects. The patient was put under led light treatment, given half-hour break and reassurance were given. At 18:05, the patient received fifth round of hyalase with 500 units. At 18:20, the patient received sixth round of hyalase with 500 units. Later, a third vial of hyalase was diluted with 1 ml of saline and 1 ml of lidocaine. Before seventh round of haylase was given, the capillary refill slowly started to improve. After discussion, seventh and final round of hyalase with 500 units was performed at 19:00. Then the patient waited for 15 minutes, and capillary refill improved to less than 3 seconds, and she was given hirudoid [mucopolysaccharide polysulfuric acid ester] cream to apply at home. On the night of 13-may-2024, the patient was contacted by the hcp and advised to return if there were any complications. On the morning of 14-may-2024, the patient was contacted by the hcp, and the patient sent pictures. Her lips looked okay, they were bruised and swollen. There was no obvious pallor (implant site pallor). On the same day, at 11:30, the patient was reviewed at the clinic. The capillary refill appeared brisk in all areas with less than 3 seconds. The patient was again treated with led for 30 minutes and advised to continue hirudoid cream. The patient was offered ongoing led treatments until bruising and swelling resolved. On 17-may-2025, at 10 a.m., the patient is scheduled for a follow-up appointment to review the progress of the lip. Outcome at the time of the report: dusky was recovering/resolving. Delayed capillary refill was recovered/resolved. Occlusion was recovered/resolved. Swelling was recovering/resolving. Bruising was recovering/resolving. Pallor was recovered/resolved.